Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels. No exact blood glucose levels were provided. It was reported that the paramedics were called in to treat the customer and bring up his blood glucose levels. Troubleshooting was done. The customer reported that weight loss might have contributed to the low blood glucose levels the customer was experiencing lately. The customer was advised to contact their health care provider regarding the low blood glucose levels. No add'l info was provided.